Event description:
A customer reported obtaining a troponin (accutni) result within the normal reference range for one (1) patient on (B)(6) 2011. The result was released out of the laboratory and was questioned by the physician due to accutni result above the ami cut-off obtained on (B)(6) 2011. The results were generated on a unicel dxc 600i synchron access clinical system, used in conjunction with access accutni reagent ((B)(4)) and access accutni calibrators (lot 023153). Repeat testing generated accutni results above the ami cutoff. There were no reports of death, injury, or change to patient treatment made in connection with this event.

Manufacturer narrative:
Patient sample was collected in a pst heparin tube with gel and centrifuged at 8000 rpm for three minutes at room temperature. Per customer supplied data, a system check performed on (B)(4) 2011, passed within specifications. Accutni calibration performed on (B)(4) 2011 passed. Additionally, levels 1 and 3 quality control results were within the customer's established ranges prior to and after the event. A field service engineer (fse) was dispatched for this event. When the fse arrived, the customer had performed a passing system check. The fse performed a high sensitivity system check which passed within specifications. No root cause could be determined for this event.